Event description:
A caller reported the customer's freestyle libre reader displayed a "connected to pc" message when the device was not connected to a computer, and he was therefore unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring treatment of water with sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Reader turns on with home button. Connected the reader to a computer using a usb (universal serial bus) cable and observed ¿connected to pc¿ message. Message was not observed when the reader was unplugged. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer's freestyle libre reader displayed a "connected to pc" message when the device was not connected to a computer, and he was therefore unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring treatment of water with sugar by a third-party. There was no report of death or permanent injury associated with this event.